Event description:
It was reported that a physician implanted an x-stop device into a patient. The x-stop implant "didn't work and was removed." No additional information was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.